Event description:
Device would not go into stand-by; buttons on screen would not function intermittently. Calibrated touch screen and tested unit for proper operation. Unit operates correctly. Returned unit to service. Investigation is ongoing.

Manufacturer narrative:
It was reported that there was no patient involvement at the time the issue was discovered and no reports of patient/user harm or injury.